Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Summary investigation.

Event description:
It was reported that an implant (tsvtwb10) was unable to be placed into osteotomy. Implant did not achieve primary stability and it was removed. Patient has a buccal defect and has a prior allograft for 4 months. Site was bone grafted.